Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, low pacing impedance was observed. Patient experienced diaphragmatic stimulation after changing lead configuration. Further programming changes were made. The patient will continue to be monitored.